Manufacturer narrative:
Patient identifier does not contain enough spaces. The entire ID is (B)(6). An evaluation is in process. A followup report will be submitted when the evaluation is complete. Evaluation in process.

Event description:
The account generated elevated architect carbon dioxide of 30 mmol/l on sid (B)(6) that repeated 27 mmol/l at a reference lab. Historical carbon dioxide patient results were 28 mmol/l ((B)(6) 2017), 24 mmol/l ((B)(6) 2017), 25 mmol/l ((B)(6) 2017), 28 mmol/l ((B)(6) 2016). No impact to patient management was reported.

Manufacturer narrative:
(B)(4). A search by product lot found no complaints similar to this complaint issue. The trend review by the product list number found no adverse or non-statistical trends related to this issue. Review of patient data in the field shows the co2 patient population result medians are similar across multiple customers, instruments, and reagent lots. Review of product labeling revealed adequate labeling for the handling of reagents, handling of patient samples, interpretation of assay results, and troubleshooting this complaint issue. The architect system operations manual provides information about the limitations of result interpretations. A product deficiency was not identified.